Manufacturer narrative:
(B)(4): physio-control has received the device and is in the process of evaluating it. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device would not power on fully and was resetting, a lock up failure. There was no pt use associated with the event.